Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Medwatch:5075432.

Event description:
It was reported that a patient experienced inappropriate shocks, ringing in the ears, shoulder pain, and nausea. The patient was in and out of hospital. Physicians office was contacted to obtain additional information, however, there were no records of inappropriate shocks or adverse events recorded.

Manufacturer narrative:
Correction: for MFR number 2938836-2018-03308 was earlier incorrectly reported as 3/30/2018, which should have been reported as 3/16/2018